Event description:
It was reported that this left ventricular (lv) lead was explanted due to an infection. An epicardial lv lead was implanted and connected to a vvi pacemaker. The plan is to implant a new right ventricular lead and cardiac resynchronization therapy pacemaker at a later time. No additional adverse patient effects were reported. This lv lead was received for analysis.

Manufacturer narrative:
This product has been returned, the infection or infection related allegation could not be confirmed by lab analysis. This review determined that the infection is a known inherent risk with use of this product.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an infection. An epicardial lv lead was implanted and connected to a vvi pacemaker. The plan is to implant a new right ventricular lead and cardiac resynchronization therapy pacemaker at a later time. No additional adverse patient effects were reported. This lv lead was received for analysis.